Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient, (age & gender unknown) the device gave a "shock advised" prompt, however, gave a "change batteries" prompt and would not charge energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.